Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs; was not able to confirm the reported complaint. The control panel and adjustable pressure limiting valve were replaced. The unit was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate. There was no report of patient involvement.